Event description:
It was reported by the hospital advised the 532.022 (quick coupling for k-wires) the turning mechanism is loose. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional evaluation - the reporter's complaint of loose components was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. The device is an instrument, not implanted/explanted. Returned to manufacturer on (B)(4) 2014. The lot number could not be verified as a synthes lot number. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4). Placeholder.